Event description:
It was reported that during a subtotal lobectomy porcedure, the device delivered an incomplete staple line. The procedure was complete with another like device. There was no pt consequence.